Event description:
After a successful dilatation procedure, catheter couldn't be removed through the 5 french sheath. Catheter & sheath were removed together with no pt injury or further complications reported.